Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7063126. Product family: scs-linear leads: upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5097063. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 14970760.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and during the procedure the physician found out the pocket site was infected which caused the pain. All explanted device components will not be returned per facility policy.